Event description:
Pt reported obtaining a blood glucose result of 517 mg/dl, while using the suspect device. Based on this result, pt phoned a nurse and was advised to go to the hosp for treatment. Pt stated that blood glucose was subsequently measured on a hosp device, with a result of 125 mg/dl. Pt noted that, within 2 minutes, she retested blood glucose using the suspect device and obtained a result of 449 mg/dl. Pt stated that no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.